Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific value unknown); cause was unknown. Customer received assistance from school nurse to administer correction bolus to address bg. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.